Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used in the papilla during a dilation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the meter did not work well during inflation and the customer confirmed the gauge was reading inaccurately. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.